Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture due to high pacing thresholds, noise oversensing, and high out of range pacing impedances greater than 2000 ohms. A chest x-ray showed a kink in the lead near the suture sleeve. A conductor fracture was suspected and a revision procedure was scheduled. During the revision, the physician could not get access to the right atrium with a new lead. The decision was made to surgically abandon this ra lead and program the patient's cardiac resynchronization therapy defibrillator without an atrial lead. No additional adverse patient effects were reported.